Event description:
The customer reported that the device shows a "speaker malfunction" message and no sound. The customer reseated the speaker cable with no change. There was no allegation of an adverse event or any patient or user harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that the device shows a "speaker malfunction" message and no sound. The customer reseated the speaker cable with no change. There was no allegation of an adverse event or any patient or user harm.